Event description:
It was reported that the patient had passed away. It was noted that the cause of death was sudep and not related to vns. It was reported by the neurologist that the patient etiology was jeavons syndrome and idiopathic generalized epilepsy. Patient autopsy reported tongue laceration, scalp hematoma and lung edema. No additional relevant information has been received to date. The explanted devices have not been received to date.

Manufacturer narrative:
D7. If explanted, give date (mo/day/yr) - correction - explanted device was received prior to initial MDR. D11. If yes, returned to manufacturer on (mo/day/yr) - correction - explanted device date was corrected to (B)(6) 2020.

Event description:
The explanted generator and lead were returned and received for product analysis. Generator analysis was performed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. Data logs were reviewed and no impedance issues were observed from the date of implant to the death date. No faults or reboot codes were observed to have occurred. Status tab was reviewed and no therapy or reboot codes were observed to have occurred. Seizure log was reviewed and no recorded seizure activity was observed after (B)(6) 2020. There were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.